Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and station had an error while booting up. A field service engineer worked with technical support specialist to resolve the corrupt database issue. Connected to the station and opened sql server management studio (ssms), where the database was found in suspect mode. Attempted to recover the database using knowledge article (ka) how to recover / repair a corrupted dsclientoltp database but encountered an error. Stopped database synchronization, moved the database location, dropped the database, repaired application, and performed a full synchronization of the station. The full synchronization completed successfully, and the station began communicating properly with the server. Customer granted permission to close the case. Tested functionality in hardware test application (hta) and the application, and both operated as expected. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es became unresponsive. It repeatedly cycled as if attempting to reboot, but after the white carefusion screen appeared, it disappeared again and multiple error messages were displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.